Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine device change. During the procedure, it was noted that the right ventricular lead could not be removed from the header. The lead was capped and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Correction: the device was explanted and replaced.

Event description:
Correction: the device was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.